Event description:
A user facility reported that a patient sustained an isolated post-treatment bacterial infection to the chin area following acne scar treatment of the entire face with a lumenis m22 laser resurfx handpiece. The initial reporter stated the patient was prescribed decadron, and keflex to treat the infection of the chin. No other treated area of the patient's face reportedly sustained infection. The treating physician stated the patient had fully recovered following remediative measures.

Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter directly to request patient treatment settings and photographs of the adverse sequela, which were provided. A lumenis engineer and technical expert evaluated the subject device performance specifications finding the laser system operated within manufacturer's specifications. Subject device malfunction is not the suspected cause of the reported event. A lumenis medical director reviewed the reported treatment settings and patient photograph noting only the chin area had become infected. The lumenis medical director confirmed that the user facility had been appropriately trained to maintain the subject device per lumenis procedures. The medical director reported that during a telephone conversation with the facility physician the physician confirmed the staff was using appropriate measures to clean the treatment handpiece between patients. The lumenis medical director concluded although the patient was treated with a lumenis medical device it can reasonably be concluded that the device was not the root cause of the reported outcome. Although no information was provided as to the specific steps the patient may have taken to care for the treated skin, probable patient failure to follow post treatment care is determined to be a causative factor of the reported sequela. A review of subject product labeling found that device IFU contains specific instructions for care and cleaning of the system.